Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the electrohydraulic lithotripsy (ehl) probe was inserted into the spyscope ds and it was noticed on the monitor that the working channel sleeve was protruding at the distal end. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.